Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the syringe module erroneously recognizing a 10ml bd syringe was not identified or replicated during the investigation. The returned device was fully evaluated, and no anomalies were observed during laboratory testing. The suspect syringe module was powered on for testing in an attempt to replicate the reported incident in which the 10ml bd syringe is not recognized. Once the system was turned on, the pump was loaded with a bd 10ml syringe. The channel select key was pressed and the pcu showed that the bd 10 ml syringe was available. After functional testing was attempted, the preventive maintenance (pm) task was performed using asm. The task was observed to have completed successfully. A review of the concomitant pcu s/n (B)(6) and the suspect syringe module s/n (B)(6) error logs showed no errors or malfunctions relevant to the facility¿s complaint. Based on the review of the suspect syringe module on the date february 07,2025 at 8:07 am when the syringe module was powered on and attached to the pcu s/n (B)(6), the programming infusion was started at 8:16 am with a 10 ml bd syringe, a volume of 9.4311 ml, a rate of 250 ml/hr and a volume to be infused (vtbi) of 2 ml and alarm appears ¿operator walkaway (1st time). At 8:17 am, the infusion was stopped. 8:18¿8:19 am: two infusions programmed (rates: 5 ml/h and 1 ml/h). At 8:21 am, the syringe module was powered off. At 8:27 am to 8:34 am, 3 infusions were programmed, and alarm appears ¿operator walkaway¿ (2nd, 3rd and 4th time). At 8:56 am to 8:59 am, the infusion was restarted and paused 2 times. At 9:27 am, the syringe was channeled off. At 10:50 am to 10:53 am, the channel was selected with operator walk away (5th and 6th time) at 10:55 am to 10:57 am, 3 infusions were programmed. At 10:59 am, the syringe was channeled off. At 11:01 am. The channel was selected with operator walk away (7th time). At 11:04 am to 11:06 am, an infusion was programmed with a 10 ml bd syringe, a volume of 9.5277 ml, a rate of 0.9375 ml/h and a vtbi of 8.5325 ml with operator walk away (8th time). 11:09¿11:11 am: further alarms triggered (9th and 10th time); multiple infusions programmed with varying rates and vtbi values. At 12:26 pm, the syringe was attached to the pcu sn (B)(6) with operator walk away (11th time). The bd alaris system user manual v12.3.2 notes, at the start of a syringe module infusion program, the system prompts to select and confirm the syringe type and size. The system automatically detects the syringe size and lists syringe types and sizes that most closely match the installed syringe. If the syringe is not recognized, syringe not recognized is displayed. If the installed syringe is loaded correctly, but not recognized, check for the following: if a label is between the syringe barrel and the barrel clamp, make sure that the label does not erroneously enlarge the barrel size of the syringe. If a needle-free valve or other component is added to the syringe, ensure that it is no larger than the diameter of the syringe barrel. Thick labeling or adding a component to the syringe that is larger than the diameter of the syringe may prevent the device from correctly recognizing the installed syringe. If the issue continues despite the above troubleshooting, send the device to your facility¿s biomedical engineering department for servicing. Note to repair center: the syringe module was disassembled during the investigation; please ensure proper assembly and torque screws as required. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Root cause: the root cause of the report regarding the syringe module erroneously recognizing a 10ml bd syringe was not identified during the investigation. The syringe module passed the tests successfully, and it was not possible to replicate the issue.

Event description:
It was reported that during classroom staff education being conducted by bd representative, syringe module serial number (B)(6) that was connected to pcu serial number (B)(6) read bd plastipak 10ml syringe as "monoject 12ml" and "terumo 10ml." The same syringe module was then removed from the pcu and connected to another pcu serial number (B)(6). The syringe module correctly read the bd plastipak 10ml syringe. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during classroom staff education being conducted by bd representative, syringe module serial number (B)(6) that was connected to pcu serial number (B)(6) read bd plastipak 10ml syringe as "monoject 12ml" and "terumo 10ml." The same syringe module was then removed from the pcu and connected to another pcu serial number (B)(6). The syringe module correctly read the bd plastipak 10ml syringe. There was no patient involvement.

Manufacturer narrative:
Omit: g07001 - part/component/sub-assembly term not applicable. Additional information: imdrf annex g code and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during classroom staff education being conducted by bd representative, syringe module serial number (B)(6) that was connected to pcu serial number(B)(6) read bd plastipak 10ml syringe as "monoject 12ml" and "terumo 10ml." The same syringe module was then removed from the pcu and connected to another pcu serial number (B)(6) . The syringe module correctly read the bd plastipak 10ml syringe. There was no patient involvement.